Manufacturer narrative:
The customer reported a problem with the speaker; no sound could be heard in the control room. This issue occurred on a philips gemini dual pet system. The event occurred during test scanning; the system was not in clinical use when the issue was discovered. There was no harm as a result of this event. The philips field service engineer (fse) went to the customer site to evaluate the pet system. The fse determined that sound could not be heard in the control room due to the sound (audio) cable being disconnected from the host computer. The fse reconnected the sound (audio) cable and adjusted the speaker setting on the host computer to correct the issue; no parts were replaced. This event has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported a problem with the speaker; no sound could be heard in the control room. If the operator is unable to hear the patient, there is potential for injury to the patient. This issue has been determined to be a reportable event.